Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy, which caused the cuff to no longer be tight enough. A surgical procedure was performed during which the double cuff was removed and replaced. No additional patient complications were reported.